Manufacturer narrative:
Investigation is in-process. Stop shipment was initiated. (B)(4).

Event description:
This event was identified by beckman coulter, inc personnel in an internal development laboratory. This event was not reported by a customer. The reported event is a potential for operator injury when the door is opened and the rotor is spinning at 450 rpm (revolutions per minute), while the display indicates zero (0) rpm. The following scenario resulted in the event: on (B)(6) 2011, an overspeed disk came off of a type 70 ti rotor during an experimental drive test run when using an optima x-series prototype unit. The unit issued an expected d304, d606 and d203 message, and stopped the run. The type 70ti rotor was removed from the instrument and replaced with a type 90 ti rotor. The run was restarted and a d607 message was displayed. Stop was pressed. When the door was opened, the rotor was spinning at 450 rpm, but the instrument display was zero (0) rpm. The instrument had a damaged tachometer. The tachometer was unplugged and the steps were repeated with the same results. There were no reports of death or serious injury associated with this event.